Event description:
During procedure pneumoperitoneum was lost. Camera trocar was noted to be broken with multiple cracks. Trocar was removed and replaced with a new one. Pneumoperitoneum replaced with new one. Pneumoperitoneum was restored to normal pressures. Dates of use: (B)(6) 2012. Diagnosis or reason for use: robotic prostatectomy. Event abated after use stopped or dose reduced: yes.